Event description:
It was reported that during an unknown procedure, the clamp arm could not be closed during the procedure. The second one had the same problem. Changed another one to complete the procedure. There were no adverse consequences for the patient. Devices not being returned as patient has (B)(6).

Manufacturer narrative:
(B)(4).